Event description:
A customer observed biased phyt and phbr qc results on the vitros 5.1 fs system. Pt results of the magnitude and direction observed may lead to inappropriate physician action. There was no report of pt harm as the result of this event.